Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt was receiving numerous te placement faults. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been returned for evaluation. The reported problem (check therapy pad messages) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the electrode belt and completion of the device evaluation. No adverse event resulted from the reportedly defective electrode belt. The pt was issued a replacement electrode belt.